Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent retropubic midurethral sling procedure with placement of rectus fascial sutures to attach ends of the sling to the anterior wall on (B)(6) 2011 for recurrent sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04570. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with obturator approach and cystoscopy; due to stress urinary incontinence. On (B)(6) 2011 the patient underwent additional surgery and had a second mesh implanted concurrently with placement of rectus fascial sutures to attach the ends of the sling to anterior wall; due to sever recurrent stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04570. The same patient is represented in each medwatch.